Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo received for investigation, upon visual inspection the stopper is separated from the plunger. As the physical samples were not received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from portuguese: "defect in the syringe's plunger. According to the user, the plunger has released during blood collection in a baby, causing the loss of the vessel."

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from portuguese: "defect in the syringe's plunger. According to the user, the plunger has released during blood collection in a baby, causing the loss of the vessel."

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection the stopper is separated from the plunger. As the physical samples were not received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.